Event description:
Patient was receiving infusion.neurology requested infusion to be placed on hold for a sedation break.rn noted that a new bottle and new tubing would be needed when infusion would resume.rn dispensed new bottle, primed tubing, set-up pump, and connected infusion to patient, but kept infusion pump off.shortly after it was noted that the infusion was "free flowing" into patient even though it was connected to a pump that was off.medication immediately disconnected.patient noted to be hypotensive initially, which resolved without intervention.tubing and pump were removed from service and sent to bio-med for inspection.review of pump identified there was a missing alignment pin in the pump which allowed the tubing to misalign therefore there was little to no contact with the pinch valves which prevent free flow.